Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012761254. Visual inspection was conducted. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was conducted. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity testing was performed. Electrical continuity test revealed an open loop on the electrode #3 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During the inspection of the spiral array segment, an electrode wire #3 was observed to be broken. In conclusion, the catheter failed the return product inspection due to electrode wires observed in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when approaching the right inferior pulmonary vein (ripv) noise was generated in electrode 3. The catheter interface cable was reconnected, the electrogram (egm) cable was reconnected, and the egm cable was replaced without resolution. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.